Event description:
The customer reported via phone receiving a button error alarm from the insulin pump, with no significant events occurring beforehand. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was not reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent act button response due to moisture damage on the keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked display window, cracked case at the display window corner and a scratched reservoir tube window.